Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that their cycler alarmed with the air detected in cassette warning in dwell 2 of 4. The warning occurred several times. The patient was connected during the incident. The patient was unable to confirm the source of the leak. All lines are securely connected, all cones were broken, the heater bag was not empty, and all unused lines were clamped. All supply bags were not empty. The patient cancelled treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The film on the back of the cassette is not loose. The patient will revert to capd/manuals for alternate treatment. Upon follow-up, the patient stated that their cassette leaked during dwell 2 of treatment. The patient was connected. The patient stated the leak came from a cassette line. No fluid leaked from their dialysate bags. The patient was not able complete treatment on the night of the reported event. The sample cassette is available for return. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that their cycler alarmed with the air detected in cassette warning in dwell 2 of 4. The warning occurred several times. The patient was connected during the incident. The patient was unable to confirm the source of the leak. All lines are securely connected, all cones were broken, the heater bag was not empty, and all unused lines were clamped. All supply bags were not empty. The patient cancelled treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The film on the back of the cassette is not loose. The patient will revert to capd/manuals for alternate treatment. Upon follow-up, the patient stated that their cassette leaked during dwell 2 of treatment. The patient was connected. The patient stated the leak came from a cassette line. No fluid leaked from their dialysate bags. The patient was not able complete treatment on the night of the reported event. The sample cassette is available for return. There was no patient serious injury or medical intervention required as a result of this event.